Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultramini meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issued first occurred on the same day at 1:00 pm. She reported obtaining a result of 191 mg/dl on the subject meter and compared it to result of 179 mg/dl on her backup meter. Based on this comparison, the reported meter/strips are within specifications, following the use of the meter, she reported taking an increased dose of oral medication (amaryl). She also mentioned feeling sweaty and lightheaded after the reported issue began. She did not receive/require any medical attention. It is not clear if the patient was following the advice of her healthcare professional when taking the higher dose of medication. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the area properly. She was walked through a control solution test, which passed within range. This complaint is reported because the patient reportedly took an increased dose of oral medication following the alleged high result on the reported meter. She also reported experiencing symptoms of begin sweaty and lightheaded after the reported issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.